Event description:
A malfunction alarm identified as malf 12 was reported, and the customer required assistance in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After receiving instructions, the customer successfully reset the pump and was able to continue using it. Technical support advised the customer to call back if the malfunction recurred, and the customer acknowledged this guidance.